Event description:
On (B)(6) 2013, the physician reported that he had heard about a patient that had a recent vns replacement who experienced vocal cord paresis for the past few weeks. The physician was not privy to additional information as he heard about this through another physician. Attempts have been made for additional information; however, they were unsuccessful. No other information has been provided.

Event description:
Follow up with the physician found that the name of the vns-managing physician was unknown. The patient's name and date of birth were provided. No other information was given.